Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the lesion. During the procedure, the tip of the ivus catheter detached. After an unsuccessful first attempt to remove the ivus catheter, the physician used another guidewire to deliver a balloon, gently dilated it, and then withdrew it along with the main guidewire into the catheter, removing the detached tip. The procedure was completed using another of the same device. The patient condition was stable following the procedure, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the lesion. During the procedure, the tip of the ivus catheter detached. After an unsuccessful first attempt to remove the ivus catheter, the physician used another guidewire to deliver a balloon, gently dilated it, and then withdrew it along with the main guidewire into the catheter, removing the detached tip. The procedure was completed using another of the same device. The patients condition was stable following the procedure, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Visual and microscopic inspections revealed that the tip was ripped and detached.